Manufacturer narrative:
Additional information was received on february 9, 2021. The explant date was clarified to be on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female who underwent breast augmentation revision with 400cc mentor memorygel breast implants experienced bilateral sensitivity in the breasts and right sided rupture post procedure. One of the breasts was also sitting higher. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-01330 for contralateral prosthesis report.